Event description:
(B)(4). I had my essures put in (B)(6) 2012. For the first month I felt great. Starting with month two I started to experience joint pain, fatigue, severe bloating, constipation, hair loss, and mood changes. The only thing I ever wanted to do was sleep. With no change in diet over these four years I gain (B)(6). On (b)(64) 2016 I finally had the courage to go through with the surgery to have them removed. I'm still in pain from surgery but the bloating in my stomach has already gone away. These essures had ruined the last four years of my life and I am so happy to now be "e-free"!!!